Manufacturer narrative:
The patient's onset of their driveline infection in (B)(6) 2020 is reported under MFR #: 2916596-2022-00097 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with shortness of breath, and was found to have bacteremia with enterococcus. The likely source of the infection was the patient's dialysis catheter. The patient's renal failure was not considered to be related to or caused by the lvad. The patient had a known driveline infection previously diagnosed in (B)(6) 2020, so surgical intervention was not an option at the time of the event. The patient was discharged home on (B)(6) 2020 with intravenous antibiotics.